Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) levels 1 and 3 were out of range. They replaced the v-lytes multi-sensor, but the issue was not resolved. Ccc instructed the customer to bleach the vent and sample ports and pipette hot water in the ports. The customer auto-aligned the integrated multi-sensor technology (imt) module and imt probe, and ran check 1 on the imt module, all of which passed. The customer ran check 1 on the imt probe, which failed the leak test and dynamic fluid pressure, indicating tubing integrity. Ccc had the customer reattach the tube and secured the imt probe. The customer then stated that this issue has been ongoing and patient samples were being run even though qc was out of range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse tightened all imt probe fluidics fittings, and tightened the screws that were holding the manifold on carriage because they were loose, obstructing the diluent going to the probe. The cse found that canula with bayonette to pierce v-lyte diluent bottle stopper, was cracked and empty as was indicated by signs of fluid leakage inside the door and on the floor. The cse replaced the cracked canula (probe), primed the instrument, and ran quick check which passed. The cse reconfigured the imt and ran qc and patient correlations. Qc resulted within range, but patient correlations were high. The cse requested the customer to replace the v-lyte chip, after which correlations were acceptable. A siemens headquarter support center (hsc) specialist reviewed the instrument data, and concluded that poor sample quality and the presence of gel, fibrin, and/or cellular material was contained in the plasma portion of sample ID 30258 that obstructed the imt probe from making a proper imt dilution for the subsequent patient samples and qc. The obstruction was eventually flushed out and resolved with repeated qc runs. The cause of the discordant, falsely elevated na, k, and cl results is related to sample integrity. The cause of patient samples being run while qc is out of range is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k), and chloride (cl) results were obtained on multiple patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. Samples: 30258, 30230, and 30287 were repeated on the same instrument, resulting lower than initially but were still falsely elevated (except 30287). The samples were run on an alternate dimension vista instrument, resulting lower. The corrected results obtained on the alternate dimension vista instrument were reported to the physicians(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.